Event description:
Healthcare professional reported 3 months after injection with eight syringes of juvederm voluma with lidocaine in the tear troughs, cheeks, lower face, and jowls, patient experienced firmness, tenderness, and swelling in the lower face, including the mentum, cheeks, and lips. Patient was treated with hyaluronidase and prednisone; and symptoms resolved approximately 3.5 weeks after onset.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details have been requested. Healthcare professional indicated they did not record the lot number. The events of firmness, tenderness, and swelling are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.